Manufacturer narrative:
B3:date of event: corrected from (B)(6) 2020 to (B)(6) 2020.

Event description:
It was reported that the patient suffered a stroke. The procedure was completed with a lotus edge valve system and without sentinel cerebral embolic protection. At an unknown point, the patient suffered a disabling stroke. No action was taken to treat the event. It was further reported that there was no pre-dilation performed during the lotus edge valve implant procedure. No paravalvular leakage was noted after the procedure. Mean aortic gradient after procedure was 11mmhg. One day after the implant procedure, the patient suffered a disabling stroke. Two days after the implant procedure, the patient was noted to have prosthetic aortic valve thrombosis. The thrombosis of the lotus edge valve was treated by long-acting oral anticoagulant drug phenprocoumon (brand name marcoumar). Conservative stroke management involved the administration of intravenous thrombolysis (recombinant tissue plasminogen activator rt-pa).

Event description:
It was reported that the patient suffered a stroke. The procedure was completed with a lotus edge valve system and without sentinel cerebral embolic protection. At an unknown point, the patient suffered a disabling stroke. No action was taken to treat the event.